Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1g, once in 3 days, intraperitoneal) and ceftazim injection (1 "pd", intraperitoneal) for peritonitis. The cause of the event and patient outcome were not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The previously reported "ceftazim" was confirmed to be ceftazidime. The previously reported frequency of administration of ceftazidime "pd" was confirmed to be bd which means twice a day. The same day as the event onset, the patient was also treated with amikacin injection (80mg, per bag) for peritonitis. The patient was discharged from the hospital 11 days after the event onset. At the time of this report, antibiotic treatment was discontinued and the patient has recovered 22 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.